Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during atrial lead implant procedure, no abnormality noticed during inspection prior to use. During the operation, the atrial lead fell down to the ground and contaminated. Physician replaced the atrial lead with another lead to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.